Event description:
Initial info received on (B)(4) 2012. The dentist reported that a male pt had been treated with a schein premium 30g short needle on (B)(6) 2012. The device separated and the needle became stuck in the pt's mouth. According to the dentist, the cannula did not break, it became disconnected from the hub so the needle completely separated from the hub. The pt is expected to be seen by an oral surgeon to have the needle removed. No other info is available at this time, but the report will be updated as appropriate.